Event description:
It was reported that the pump indicated a data log corruption. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer resumed insulin delivery on the pump to address the elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.